Event description:
The pt had an incisional hernia repair and permacol was placed subfascially and secured with transfascial prolene sutures. Available native fascia and the hernia sac was used close over the permacol so it was completely covered with the fascial layer. After the hernia repair a fleur-de-lis panniculectomy was performed in a standard fashion and a new umbilicus was also fashioned with plastic surgery techniques. The pt was closed and drains were left under the skin flaps, not directly over the hernia repair. The pt recovered uneventfully, but had a small seroma drainage/ skin separation from near the umbilicus which subsequently healed. The pt then presented 2.5 months later with increased pain, swelling and firm areas in right upper quadrant and lower midline. There was no significant erythema, fever or leucocytes. Aspiration of these areas revealed tan purulent material which was negative for gram stain and culture. Further drains were placed however, they were unsuccessful in resolving the issue, the pt was taken back to theatre and the area debrided at which time fragmented permacol was explanted and further purulent material was drained. Gram stains and cultures again came back negative. The pt was treated with wound vacuum and the problem has resolved and the pt's wound nearly healed.

Manufacturer narrative:
Following a review of the device history record for 05b19-9 all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Purulent drainage is an indicator of infection and wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infection. Tsl have no evidence to suggest that the purulent drainage/infection was derived from the sterile permacol implant.